Event description:
Boston scientific crm received information that during the device replacement procedure; this implantable cardioverter defibrillator was in safecore and could not be interrogated. However, during the procedure the device had fallen down to the floor and put into a sterilizer and after the sterilization. The device was placed back into the patient. A boston scientific crm technical service consultant was contacted. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific crm technical service consultant reviewed the event and discussed that there is no other solution but to take the device out. Devices in safecore cannot be reset. Safecore is an important safety feature that the device enters after various redundancy checks that are not matched. There might be an impact from the device being dropped or extensive electrocautery; however, this can only be confirmed through analysis testing.